Event description:
It was reported that pt underwent total knee arthroplasty in 2001. Revision surgery was performed due to instability in 2006. Explanted tibial bearing was worn.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report. Biomet will forward a copy to FDA. The following user facility is available. H6 - evaluation of returned device found evidence of oxidation and detamination wear.